Event description:
This is the same case and patient as mfg. Report # 3005099803-2011-03069. This report pertains to the first of two devices. It was reported to boston scientific corporation that a solyx single incision sling system was used during a cystocele repair procedure on (B)(6), 2009. According to the complainant, the patient presented with pain, continued urinary incontinence, erosion, infection and dyspareunia post procedure. The date of onset of the incontinence, infection and dyspareunia are unknown. The patient presented with severe leg pain on (B)(6), 2009. It is unknown if and what treatment was given on this date. The patient presented with erosion on (B)(6), 2010 and had an excision of the eroded mesh. On (B)(6), 2010, the patient had a second excision and repair of the vaginal mesh erosion but it is unknown exactly how much of the mesh was excised. It is also unknown whether the solyx mesh or the second mesh device was excised. The patient's last visit with the hospital was (B)(6), 2010, during which she presented with no stress urinary incontinence but worse urge incontinence. The date of onset of the urge incontinence is unknown. The patient was prescribed maxinol for pain and vesicare for urge incontinence (date and duration unknown). The patient's current condition is unknown.